Event description:
Sales consultant reported that the curvilinear distractor did not performed its intended function. Event did not result in patient harm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.